Manufacturer narrative:
A review of the device labeling notes the following: warnings and precautions: the risk of balloon deflation and intestinal obstruction (and therefore possible death related to intestinal obstruction) may be higher when balloons are left in place longer than 12 months or used at larger volumes (greater than 700 cc). The physiological response of the patient to the presence of the orbera365¿ system balloon may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, acute pancreatitis, spontaneous inflation, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Complications- possible complications of the use of the orbera365¿ system include: balloon deflation and subsequent replacement.

Event description:
Reported as: a patient with the orbera intragastric balloon had "complained of blue-gray urine. Physician did an x-ray and the balloon was seen empty. The device was removed and was seen to be lacerated."

Manufacturer narrative:
Device evaluation summary: the device was returned to apollo, and a visual inspection was performed. The balloon was noted to be discolored, as the shell was dark blue and the center patch was dark brown in appearance. White particulate matter was noted on the outer surface of the shell. A valve test was performed and the flow of di water was continuous and unobstructed. An air leak test was performed and the balloon was leaking from four small opening on the radius portion of the balloon. The balloon was also leaking from a large tear covering approximately 40% of the shell. Under microscopic analysis, the four small openings on the radius were observed to have striated edges, and are consistent with surgical damage. The apparent origin point of the large tear was observed to be striated, and is consistent with surgical damage from device removal activities. Brown particles were observed on the inner surface of the valve channel.